Manufacturer narrative:
No further information concerning this report is available. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead had physical damage. The pin separated from the lead body during a device change out. Additional information indicated there were no symptoms of the lead damage prior to the device change out and all lead measurements were normal. The ra lead was partially capped. No additional adverse patient effects were reported.